Event description:
The AED pads have an expiration date of (B)(6) 2019. On (B)(6) 2018 the AED began to beep indicating the pads were expired. The pads were replaced. This is the second time this type of event has occurred at this facility.